Event description:
A customer reported that a pump alarm occurred during the loading process. There was no reported adverse impact on the customer's blood glucose level. The issue was resolved after the user changed the cartridge before contacting support.